Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
One portex bivona flextend¿ tts¿ neonatal and pediatric tracheostomy tube was returned for investigation. The device was received inside a plastic bag without its original packaging. Visual inspection was performed at a distance of 12" and under normal lighting. No defect was found with the device during visual inspection. During functional testing, the device cuff was inflated air and was visually inspected for 10 seconds; no leakage was observed. The device was then submerged under water and no leakage was observed. While submerged, the device inflation balloon was squeezed and the airway line was moved back and forth. Bubbles (indicating a leak) were observed escaping from the device and the leak was detected. The area of the observed leak was then examined and a hole was discovered on the device inflation line. The manufacturing facility performed a review of the manufacturing process of a similar product. The manufacturing facility also performed an in-process visual inspection of (B)(4) products that were in the assembly area. While reviewing the leak test, it was found that the test was not performed completely according to procedure and the airway line was not manipulated during testing. Investigation was unable to determine a root cause of the inflation line leak.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that approximately one day after tracheostomy tube placement, a cuff leak occurred at the extensions between the pillow and the tracheostomy while in use on a patient. It was confirmed that the cuff patency was tested prior to use. The tracheostomy tube was inserted for its initial use on (B)(6) 2016, and the cuff was inflated with air. On (B)(6) 2016, during a routine patient assessment by respiratory therapy, the leak was discovered. The tracheostomy tube was immediately replaced. No adverse health outcomes occurred.